Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was admitted to the hospital the night of their implant but they were unsure what their diagnosis was. One doctor said they had the flu, another told them it was stomach issues and another told them it was an infection from the device implant. Per records the patient presented with fever, chills, nausea, and vomiting. The patient had sepsis due to right buttock cellulitis. The patient had abnormal white blood cell count of 12,000. A CT scan of the pelvis was abnormal and showed inflammatory stranding and gas bubbles. The patient was administered a 14 day course of intravenous vancomycin. The event was considered resolved without sequelae.

Event description:
Additional information reported the event was related to the procedure.

Event description:
Additional information reported the implant incision was made at the right superior gluteal cleft fold.